Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient reported that last night she had an elevated blood glucose reading of 338 mg/dl after she was unable to prime out air bubbles after changing the insulin cartridge of her infusion device. She stated this is an ongoing issue. She said she went to bed last night with a reading of 331 mg/dl and she bolused 2.5 units of insulin. At 4 am her reading was 349 mg/dl and she said she primed until she saw insulin flowing. She went back to bed and woke up with a reading of 88 mg/dl which is within her normal range. No product will be returned for evaluation.